Event description:
An aneurx ide stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. It was reported the recent CT demonstrated that the stent graft has migrated approximately 1 cm with a type I endoleak due to disease progression with aortic neck dilatation. With a review of the implanted stent grafts it appears that two years post initial stent graft implant there was an aneurx aortic cuff (MFR 2953200-2009-00972) implanted and there was also a talent compassionate use talent aortic cuff (MFR 2953200-2009-00973) which have migrated. The physician implanted two cuffs from another manufacturer. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Other, (secondary intervention). Evaluation codes, results: (migration, endoleak), (disease progression with aortic neck dilatation). Conclusion: (disease progression with aortic neck dilatation).